Manufacturer narrative:
G4: 25feb2020. B4: (B)(6)2020. Touchscreen assembly was received for evaluation. Verified customer complaint of touch screen out of specification. Noted resistances out of tolerance. The root cause of failure determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k : 22dec2019 .date of report : 30dec2019. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the touch screen. The ventilator was calibrated successfully and passed all required testing. The reported problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/17/2019.

Event description:
The customer reported a touch screen issue. There was no patient involvement.